Event description:
Patient received folfox6 on (B)(6). 5-fu pump was hooked and per nursing report was properly run mode with decreasing volume. Patient returned to clinic (B)(6) with a full bag of 5-fu and pump reports reservoir empty: 230ml given. After physician was contacted, the decision was made to give him a new pump and rn will follow up with the patient that the pump is working. Pump had recently been inspected by infusystem and does not report any failures. We are unsure of where the problem lies at this point, but not the first time we have experienced this error.